Event description:
It was reported that the pump was irritating the patient¿s stomach skin and that there was a possible infection. The patient was having concerns regarding their device or therapy but was working with their health care provider or manufacturer representative. The patient had appointment dates on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013. Product type: accessory: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).